Manufacturer narrative:
In the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) inquired about the patients implantable cardioverter defibrillator (ICD) delivering inappropriate therapy for device detected ventricular tachycardia (vt) episodes which appear to be atrial fibrillation with rapid ventricular response (af w/rvr). The device remains in use. No further patient complications have been reported as a result of this event.